Event description:
It was reported that the device was used during a sleeve gastrectomy. Two devices were pulled for the procedure. The 1st device was fired, but it moved about 3-4mm and locked out. They tried to engage the reverse button but it was non responsive and there was no power. The battery was taken from the 2nd device to be used on the 1st device to activate the reverse button again, but it was still non responsive. The bail out lever was popped and they tried to engage it, however it was jammed and only moved approximately 45 degrees. The device was locked on tissue and they had to cut the device off. Another device of a different product code was to cut the 1st device off of the tissue. There was minimal blood loss and no intervention was required. Another device was used to complete the case. The patient was under an additional 20 minutes of anesthesia without any adverse consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Lower portion of stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Yes if so, which product? Peri strip. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, device had to be cut off of the tissue. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Obesity. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? Since release. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Premature sled movement. The original cause of the lockout condition (would not fire) was a spent cartridge safety lockout. It could not be determined why the device did not return or bailout. The device underwent x-ray and CT scan analysis through the device return kit. The clamping trigger appeared to have been forced past the clamp release. Also, the reversing slide lever was in the distal position and the reverse switch was depressed. The bailout door switch was not depressed. The clamp release switch was depressed. The firing trigger switch was not depressed. The low/high power switch was not depressed (device in low power). No other unusual observations. After the scan, the rear of the device was accessed and a new battery pack was installed and the bailout door switch was depressed. At that point, the motor began running and the device returned to home position. The device was scanned again in the CT scanner with simulated thick tissue clamped in the jaws, and the firing trigger pulled. The purpose of this was to determine if the stress of the device clamping would affect the firing trigger switch mechanism. There was no conclusive evidence that this condition affected the firing trigger switch mechanism. A new battery was installed and the device was fired into lockout (with a spent green cartridge as was described in the event). The force to operate the bailout was measured in the same method as was used in the design verification testing. The torque to actuate the bailout door was 18.20 in-lbs. This was conforming to the dv specifications. The device was then disassembled. The firing trigger switch was disassembled there was no conclusive evidence with this component. The bailout mechanism was disassembled. There was an area of plastic deformation on top of the gear where the cam has been engaged to attempt bailout of the gear. This confirms that a high force has been applied. It is not known if this deformation occurred during the or procedure or during the bailout force test. All other parts of the device appear conforming. It could not be determined why the device did not return using the reverse switch or why the bailout would not function. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.